Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included endometriosis externa and dyspareunia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal lesion (laser) since 2011, uti, uterine cervical metaplasia and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal menstrual bleeding; prolonged menses;/abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On (B)(6) 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), abdominal pain lower ("lower abdominal pain") and feeling abnormal ("brain fog"). The patient was treated with metronidazole (flagyl) and surgery (robotic assisted laparoscopic lysis of adhesions, hysterectomy with excision of pelvic endometriosis). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain had resolved. On (B)(6) 2017, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine, allergy to metals, alopecia and vaginal discharge had resolved, the bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown and the feeling abnormal had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in late 2015, she sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Most recent follow-up information incorporated above includes: on 12-mar-2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal), bladder problems, urinary problems, pain, lower abdominal pain, essure confirmation test not done and brain fog. Medical history and concurrent condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses;"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total hysterectomy, successfully removed essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: in late 2015, she sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.